Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The field service engineer reported that on startup the unit logs an unknown restart. There was no patient involvement.

Manufacturer narrative:
MFR received date: 26sep2019. Date of report: 27sep2019. The manufacturer's field service engineer (fse) confirmed the reported restart issue. The fse replaced the airflow sensor and completed the applicable performance assurance tests. The unit is ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The field service engineer reported that on startup the unit logs an unknown restart. There was no patient involvement.